Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient during the endovascular treatment of a thoracic aortic dissection. It was reported that approximately 12 months after the index procedure the patient suffered a retrograde type a dissection. The dissection was treated with a cardiac surgery. The aortic arch got debranching using a frozen elephant trunk technique. Post operative, the patient developed ischemic stroke. The CT brain also showed a right hemispheric infarction. Approximately 2 weeks after the dissection, the patient outcome was resolved without sequelae approximately 2 weeks post the intervention. As per site, the cause of the dissection was possibly related to the study device, unlikely related to procedure and possibly related to the study dissection. The sponsor assessed the dissection as related to the study device and not related to procedure. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
H6; additional information received ; corelabs review of imaging , confirmed the retrograde type a dissection. The extension of the dissection was located proximally. The maximum aortic diameter is 47mm. No endoleak, fracture or stent ring enlargement was noted. Aortic enlargement +6.9mm proximal to graft was noted compared to imaging taken a year previously. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that CT of the patient's brain performed a day before the patient had a stroke and it revealed hypodensity. The post-operative ischemic stroke occurred 15 days post the type a dissection. The site assessed the stroke as related to as not related to the study device, study procedure or dissection. The mm assessed the event as related to the study device, not related to the study procedure and not related to the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: the cec assessed the rtad as related to the study device, not related to the study procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.